Event description:
It was reported the programmer cannot interrogate an ICD (implantable cardioverter defibrillator). The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the programmer would not interrogate wirelessly, as a result the radiofrequency transceiver was replaced. It was also noted that there were cracked solder joints on the electrocardiogram (ECG) connector, and the stylus was missing. Concomitant products: product ID 229047 analyzer. (B)(4).